Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the atrial channel on stored electrograms (egm), at times causing premature termination of atrial tachycardia / atrial fibrillation (af) episode detection. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.